Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were leakage of pus and drainage with tenderness and redness at the ipg incision site. The patient underwent an entire system explant procedure.